Event description:
A surgeon reported that following bilateral intraocular lens (iol) surgery, the pt was experiencing halos, glare, double vision, and problems reading in all lighting except bright daylight. The iol was exchanged for a different model. Additional info has been requested. There are three medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 01/23/2009 and 01/29/2009 by phone, fax and mail. A completed questionaire has not been received. Medical records were received on 01/23/2009.